Event description:
On (B)(6), I was admitted to (B)(6) and vascular center for an angiography. Dr. (B)(6) inserted a cath wire with possible coronary intervention. The cath wire dislodged plaque that caused me to have a stroke noticeable in my right hand and the right side of my face.